Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain 2 of 4. The home patient (hp) stated that they pinched the patient line in their recliner. The fluid was leaking from the line and the hp stated that they taped the line up after the error occurred. The technical service representative (tsr) explained the meaning of the error and instructed the hp to cycle the power on the hc to clear it. The tsr had the hp disconnect using aseptic technique. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The device was not returned for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides specific instructions for inspecting the disposable set for damage and warns the user that before loading the disposable set, the cassette and tubing should be inspected for damage. The guide states that using damaged sets can result in contamination of the fluid or fluid pathways. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.